Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated there was excessive ble usage which resulted in telemetry lockout. The patient was repaired; however, no information was provided as to how it was resolved. There were no patient consequences reported.